Event description:
A field service engineer (fse) reported on behalf of the customer that the evis lucera elite bronchovideoscope had no image. The issue occurred during preparation for use and there was no patient under sedation. The intended procedure was completed with the same equipment. There was no delay or reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additionally, during the inspection at the repair center error e315 (scope err unsupported scope) occurs due to corrosion on endoscope connector and an b30 (scope communication error) was noted during startup and there was no image. The image was restored after replacing the electrical connector. Additional non-reportable findings were: the bending cover was leaking, the bending section was broken, and the channel tube was leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to scope connector was corroded, which led to occurrence of the suggested event. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) section: -inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.